Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion fail" was not reproduced. The device was tested for downstream occlusion detection and passed. A review of the event history log revealed multiple "downstream occlusion!" Messages however testing failures cannot be determined through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No pump correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.